Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported there was a catheter revision.

Manufacturer narrative:
Correction: in regulatory report # 3004209178-2017-16097 should have been (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pain was prior to the device change on (B)(6) 2017. It was noted that 7-8 months prior the patient's pain was gradually getting worse and the patient had a lump in their lumbar area. On (B)(6) 2017 a pump-o-gram was done due to inadequate pain relief and the hcp was unable to aspirate cerebrospinal fluid (csf) which the hcp stated confirmed either a catheter leak or an obstruction. On (B)(6) 2017 the hcp had done a refill and the medication in the pump was dropped 20% with a noted significant increase in pain. The patient was prescribed percocet three times daily for that pain. On (B)(6) 2017 the pump and catheter were replaced and the hcp reported that the catheter was only primed 80% (over 1 hour) as a precaution (so there would have been some time before the remaining 20% would fill and the patient would receive therapy). No change was made from the preoperative pump dose once the new pump and catheter were replaced. The hcp stated that a manufacturer's representative (rep) was present at the procedure. The hcp stated that they believed the patient was receiving therapy as evidence by their increase in pain when the pump was decreased 20% following refill on (B)(6) 2017. With respect to the catheter that was aspirated during the pump-o-gram on (B)(6) 2017 and was unable to be aspirated during the pump replacement on (B)(6) 2017, the hcp stated that it could not be aspirated because it was not in the dura and that it was "somewhere else". Additional information was received from a healthcare professional (hcp). It was reported that per the op report the cause of the inability to aspirate the catheter "appeared extensive coiling of the catheter in subcutaneous tissue; however, this could not be verified". The hcp was unable to see catheter under fluoroscopy. The hcp was unable to remove the old catheter due to [illegible]. The catheter was occluded and surgically clipped.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient died on (B)(6) 2017. The cause of death was unknown. It was unknown if the death was thought to be related to the manufacturer's device or therapy. There were no known allegations against the device in regards to the death. The patient passed away at home. There were other treatments leading up the patient's death. The patient had been complaining of pain and the patient had been prescribed orals as well. Autopsy results were requested but not provided at this time.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 7.1 mg/day, 65 mcg/ml clonidine at a dose of 46.184 mcg/day, and 2 mg/ml bupivacaine at a dose of 1.421 mg/day via an implantable infusion pump for non-malignant pain and chest wall. It was reported that the patient had gone in for a pump replacement, normal elective replacement indicator (eri), on (B)(6) 2017. The rep reported that the hcp was unable to aspirate from the catheter so they had replaced the catheter with a new catheter. No symptoms were reported. No further complications were expected or anticipated.